Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, noisy motor noted during testing. Problem isolated to motor.

Event description:
Information received by medtronic indicated that the insulin pump was delivering low insulin. Customer stated that blood glucose 280 mg/dl which was not going down. Customer declined troubleshooting for high blood glucose level no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.